Manufacturer narrative:
During follow up with the customer, the customer indicated that they were doing much better after a carb ratio change. Bg levels were back within target range. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated (350mg/dl), and the customer was having trouble bringing them back down. Customer treated elevated bgs by setting a temp rate of 250%. Customer believed that hormonal changes were contributing to elevated bg levels. Troubleshooting was performed with tandem technical support, and no issues were found. Recommendation was made that the customer continue working with their healthcare provider.